Event description:
It was reported that the tipcam has no image. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee.9/2/2052. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device was sent to the karl storz service department for inspection. During the technical inspection, the error description provided by the customer, " no image ", could not be confirmed. During our examination of the tipcam provided to us, we did not find any defects or negative characteristics that could impair its function. The device works without restriction and complies with the currently valid specifications. According to the IFU visual as well as functionality should always be checked before every use to avoid injuries and damages to the product. The event is filed under internal karl storz complaint ID: (B)(4).